Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 200 mg/dl and their sensor glucose read 400 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported receiving calibration errors and bad sensor alerts on the insulin pump. Customer agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor failed test.